Event description:
Normal saline flush syringes either are unable to be pushed when connected to the IV line or it takes excessive pressure to administer the 0.9% sodium chloride flush into the IV line. This has been documented with numerous pts but has not resulted in any pt harm.